Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the tubing got stuck on the cabinet and ripped off and the o-ring had ripped out. The blood glucose reading is 153 mg/dl. The insulin pump will be replaced.